Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, premature battery depletion was noted on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The source of high input current was revealed to be a hybrid anomaly. Furthermore, telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench and no anomaly was observed.